Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
During investigation into an unrelated event, a device malfunction was found. Electrode belt sn (B)(4) failed incoming functionality testing.